Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates driver tip would not disengage with implant. The alleged event could not be verified with the information provided. A root cause for the reported event could not be established. Date received by manufacturer.

Manufacturer narrative:
Patient identifier not provided ((B)(4)), age and date of birth not provided, gender not provided, weight not provided, lot number not provided, device manufacture date not provided / unknown.

Event description:
Doctor reported that he had difficulty releasing the driver tip (iipdtl) from the implant when he was placing it.